Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that as the long spinous process clamp was being removed from the patient, the instrument snapped and required replacement. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.